Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number 2032227-2014-09676.

Event description:
It was reported that the customer received a motor error alarm. Customer also reported differences in sensor glucose level readings versus blood glucose level readings. Customer's blood glucose level at the time 160mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
The insulin pump communicated properly with the test blood glucose meter. The blood glucose value on the meter was displayed in the insulin pump screen. The insulin pump communicated properly with the glucose sensor simulator and the transmitter. The test blood glucose value was displayed on the sensor graph screen. No calibration anomaly or change sensor alert was noted. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm was noted during the bolus or basal delivery. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window.